Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly which resolved the reported issues. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to corrupt memory on integrated circuit, designator u2.

Event description:
The customer contacted physio-control to report that while using their device to monitor a male patient, the service light came on and an event code was logged in the device's memory. A back-up device was obtained and used to continue monitoring the patient. There was no adverse effect to the patient due to the reported issue. Upon evaluating the customer's device, physio observed that the customer's device displayed a white screen. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary.